Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery gauge was low on confirm device at the time of implantation. The device was not used. Additional information was not reported.

Event description:
New information notes that a low battery reading was observed prior to implant during device preparation. No patient involved in this event.